Manufacturer narrative:
The reported sensor (B)(4) has been returned and investigated. A visual inspection was performed and no issues were observed on the sensor patch. The sensor plug was observed to be properly seated in mount. No failure modes were observed upon visual inspection of the sensor plug assembly. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The unit battery voltage was measured to be within specification. No evidence of corrosion/liquid, or damage/missing component was observed. A sim-vivo test was also performed and passed, indicating the electronics are working as intended. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving "electrical shocks" while wearing the adc freestyle libre sensor 2. There was no report of death, serious injury, or mistreatment associated with this event.